Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported broken ceramic tip could not be definitively determined, however, the damage to the insulation insert was likely induced thermally and/or mechanically. The event can be detected/prevented by following the instructions for use which state: ¿warning - infection control risk¿ ¿properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel¿. ¿4.1 inspection and testing¿ ¿inspecting the product - visually inspect the product. Make sure that it has: no corrosion. No dents. No scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures)¿. ¿warning - risk of injury¿. ¿impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged¿. ¿damaged product¿. ¿if the product is damaged or does not function properly, contact an olympus representative or an authorized service center¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus. During the inspection, it was found that ceramic tip was chipped. Furthermore, the device had a leak and rust or stress cracks on components. Based on the damage pattern, it is likely that the damage to the insulation insert was induced thermally and/or mechanically. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that a resection sheath had a broken ceramic tip. The reported problem was found during preparation for use. The facility finished a procedure with a different device. There was no harm or user injury reported due to the event.